Event description:
A customer reported that a knife used during a procedure was blunt. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
There was no sample returned for eval. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause is unk at this time. (B)(4).